Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a. B5, b. E2 (should be blank in the initial medwatch), c. E3 (should be blank in the initial medwatch), d. G2 (health professional & company representative should be deselected from the initial medwatch), e. H6 (remove component code - 525 - tube & medical device problem code - 1454 - peeled / delaminated.) A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, additional malfunctions of error code e315 and peeling off the coating on insertion section was confirmed. The definitive root cause for the occurrence of error e315 could not be established whereas the peeling of the coating was caused by application of physical stress to the scope. The following is included in the instructions for use (IFU): important information ¿ please read before use a. Precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. B. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system c. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except (B)(4)) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope produced a b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
It was reported that the gastrointestinal videoscope exhibited a b30 error (scope communication error), e315 error (incompatible scope) and also, peeling of the coating of the insertion tube. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.